Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, damage (physical or cosmetic), audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
The pump passed the following test: displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self-test. Pump was cut open to perform visual inspection and moisture damage was found at pcba 1, pcba 2 and lcd assembly. Unit successfully downloaded to thump and carelink. No abnormal rewind anomalies were, or alarms were noted during testing. No audio/vibrate anomaly/absence of alarm was noted during testing. P-cap was attached and lock into place properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, missing display window/cover, scratched case, cracked case cracked case (battery tube) and minor scratches on screen. Rewind anomaly was not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. Cosmetic damage confirmed at screen. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.